Event description:
It was reported the patient felt dizzy and lightheaded after walking. The hcp was concerned the marker channel was not correct and the egm was. There were reported "interruptions" in telemetry. Device status is unknown. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.